Event description:
The customer contact reported that during testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond when pressed. A review of the device history at the service center indicated button ID invalid errors. Further testing found fluid ingress on the edges of the touchscreen. The probable cause is due to fluid ingress which altered the characteristics of the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.